Event description:
It was reported that the ventilator generated two technical error codes while it was connected to a patient. One indicated power error and the other one indicated an open safety valve. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the returned expiratory channel printed circuit (pc) board has been completed. This board contains electronics which include microprocessor for control of the safety valve functions in the inspiratory section of the ventilator. The pc-board was installed in a reference system for simulated use testing. The pre-use check failed the internal leakage, pressure transducer, safety valve and expiratory flow sub-tests since the safety valve was open when it was expected to be closed. The received device logs could confirm the reported event. The conclusion of the investigation is that the issue occurred due to a short circuit in a capacitor that is part of the electronics for safety valve function. The received device logs could confirm the reported event. Since we could trace back the reported problem to (B)(6), the date of event was determined to be (B)(6) 2016.

Event description:
Manufacturer ref. #: (B)(4).